Event description:
It was reported that during the procedure, after transseptal access was obtained, the physician removed the versacross connect dilator from the faradrive sheath. Following removal, air bubbles could not be completely cleared from the sheath despite multiple attempts of aspiration, no fluid leak, only visible air in the sheath. After approximately six to seve aspirations and flushes, residual air bubbles remained visible within the sheath. The issue persisted despite standard de-airing techniques. The decision was made to exchange the sheath and replace it with another faradrive sheath. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.